Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event. Device was not available for investigation, instead a picture of the device could be obtained. The picture is thought to be showing that the tip of the catheter was broken apart, and the broken tip was remaining in a connector device which was supposed to be used in the procedure. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Based on the obtained information and the provided picture, it is inferred that some unknown pulling and/or rotation force was given to the catheter under unidentified process, tip of the catheter was broken apart due to the force exceeding the product design limit. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomaly found in the final release records for the lot involved in this reported event and no indication of product deficiency. IFU describes in warning; - if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.) - the user can rotate the device when inserting, withdrawing, and passing through stenotic areas. However, do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If the device is trapped or suspected to be trapped, rotating operation must be avoided.

Event description:
Reportedly, when the subject catheter was used in unknown pci procedure, tip breakage was observed. There was no injury to the patient.

Manufacturer narrative:
Subject device was returned to manufacturer on 9/21. Investigation of returned device showed that the tip section was entirely broken off. Close observation of the breakage site revealed the trace of breakage due to consecutive rotation to clockwise direction. During processing of this complaint, attempts were made to obtain complete event. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. From the outcomes of the investigation of returned device, it is inferred that the tip of the catheter might be trapped in the targeted lesion, where rotational manipulation to clockwise direction was continuously given to the catheter and the force of rotation was accumulated to the trapped tip, tip was twisted off when the accumulated force exceeded the product design limit. Based on the outcome of device investigation, it was thought as a possibility that fragment of broken polymer tip might be flow into the patient vessel. IFU describes in warning; if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.) The user can rotate the device when inserting, withdrawing, and passing through stenotic areas. However, do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If the device is trapped or suspected to be trapped, rotating operation must be avoided.